Event description:
It was reported that a malfunction occurred on a customer's pump while attempting to upload it to tandem source. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, which successfully resolved the issue, and advised the customer to call back if the malfunction code reappears. The customer understood and acknowledged the instructions, and the pump remained in use.